Event description:
It was reported that on (B)(6) 2010, the patient underwent stenting in the mid left anterior descending artery with two promus stents. On (B)(6) 2011, the patient went into cardiopulmonary arrest at home and was dead upon arrival to the hospital. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of cardiac arrest, respiratory arrest/failure and death are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.